Manufacturer narrative:
Covidien reference number (B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator had a blank display. Information about patient involvement was not provided. The evaluation and repair of the device has not been completed.